Event description:
While operating on battery power, the pump powered off without sounding an audible alarm tone. The device was programmed to deliver an unspecified hydration fluid and the delivery was started. No further programming parameters were provided. The device was unplugged from ac outlet so the pt could ambulate. The nurse returned to the room at an unspecified time and found the device was powered off. No audible alarm was reported. The device was removed from clinical service. The pt's peripheral IV site clotted and had to be restarted. Therapy was resumed using a replacement device. There were no reported adverse pt effects. Though requested, no add'l info was provided.